Event description:
The customer reported the as3000 would intermittently shut down during ventilation mode. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system. Corrections included replacement of the breathing system and peep valve. The system was tested to factory's specs. It functioned normally and was returned to use.